Event description:
It was reported that during a lap gastric bypass procedure, when the stapler was fired, the cartridge deployed staples halfway. Midway through the distal tip the device cut only. No staples were deployed. A second stapler firing trigger locked up. Case completed with another device of the same product code. No patient consequence.